Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm when attempting to deliver a bolus and during the manual prime. The blood glucose reading was 345 mg/dl. Customer was advised to clear the alarm and disconnect and then reconnect the tubing and reservoir. She was advised to replace the plunger and manually push it very slowly, and she verified that insulin did exit the tubing. Customer was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime. Customer stated that the insulin pump did not alarm for no delivery. Customer called back later due to another no delivery alarm. She confirmed that the tubing is not bent or kinked and that the insulin is not denatured or expired. The blood glucose reading at that time was 364 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.